Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on a couple of validation samples that resulted negative when validating the use of the simplexa covid-19 direct assay, but positive when repeated at another site with a different lot of simplexa assay. Run files were not provided for analysis. It is not known what were the CT values of the repeat test. It is not known if the samples were near the limit of detection of the simplexa assay. The customer's device and suspected false negative samples were not provided for investigation. Retains of the suspected device were tested on 1/15/2021 with eight (8) replicates of mol4160 positive control and both s gene (avg CT = 26.9) and orf1ag (avg CT = 27.2) were detected on all replicates. No false negatives occurred. No malfunctions occurred. This is the 1st complaint on mol4150, lot# 8532n for suspected false negative results. Batch record review showed the critical component, reaction mix mol4151, lot# 8579n, met all qc release criteria prior to kit release. Mol4151, lot# 8579n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 27.6 (s gene) and 28.2 (orf1ab) and the internal control avg CT = 31.5. No malfunctions occurred during qc release testing. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on validation samples that resulted negative when validating the use of the simplexa covid-19 direct assay, but positive when repeated at another site with a different lot of simplexa assay. The customer confirmed the alleged false negative results were not reported to a diagnosing physician since it was a validation only. No alleged harm occurred. Information on the samples used was not provided.